Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00283. It was reported that the patient never received effective therapy from the system. X-rays indicate the leads were not in the correct location. Surgical intervention was undertaken on (B)(6) 2022, where the entire system was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.